Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
MDR# 1723040 for complaint# (B)(4) is a duplicate of MDR# 1696845 for complaint# (B)(4). This complaint will be canceled.

Event description:
It was reported that the insulation had been compromised.